Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix exceeded specification the number of turns to extend and retract. The helix of the lead was extrinsically bent. The analyst noted that the helix could not be extended due to the drive shaft lug stuck behind the retraction stop/over-retracted.

Event description:
It was reported that during the implant attempt, there was placement difficulty with both of the right ventricular (rv) leads. During repositioning attempts, the helix malfunctioned on both leads when the physician attempted to extend it. The rv leads were not implanted and a third lead was used. No patient complications have been reported as a result of this event.